Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Healthcare professional reported in lecture slides unknown side "replacement due to the te head side deviation". Device remains implanted.